Manufacturer narrative:
Initial report sent to FDA on 10/12/2009.

Event description:
Procedure: l.ant resec w/end-end anast. According to the reporter: the rectum was not fully transected, and the sulu would not unload. The reporter noted that the anvil was bent and the jaws were difficult to open. Another device was used to complete the surgery and additional tissue was resected.